Event description:
It was reported that the pt has a broken rod. A revision surgery has not been scheduled. The surgeon will continue to monitor the pt. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.